Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation type).

Manufacturer narrative:
(B)(6). A getinge fse arrived onsite and reported when the device was powered on, the aforementioned symptoms were not displayed. The issue was resolved by cleaning the screen connector cable and all cable connections. Customer performed a factory standard check on the machine.

Event description:
The customer reported during pre-use testing that the cardiosave (iabp) had a display failure issue, customer reported that screen is flashing. There was no patient involvement reported.